Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There are several possible causes for difficulty advancing the recovery catheter, including, but not limited to, damage to the recovery catheter, challenging anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. In this case, based on the reported information, it appears that the difficulty advancing the recovery catheter is due to anatomical conditions, as it was reported that the shapeable tip design was advanced successfully. The rx accunet instruction for use (IFU) notes: a variety of techniques can be used to assist passage of the recovery catheter if it has difficulty advancing. These techniques are intended to adjust the bias of the guide wire. Some options to aid passage of the recovery catheter are: -have the patient rotate his/her neck from side-to-side. This motion may re-orient the carotid artery. -change the position of the guiding catheter or guiding sheath. The new position may either re-orient the entry of or give better support to the recovery catheter. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no similar incidents reported for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. Overall, the difficulty advancing the recovery catheter appears to be related to case circumstances and there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during a left internal carotid artery stenting procedure, the rx accunet 2 "low profile flexible" design could not be advanced to retrieve the filter; however, the rx accunet "shapeable tip" design advanced successfully retrieving the filter. There was no adverse patient sequela reported. One day post procedure, the patient was discharged to home. There was no additional information provided.